Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 417mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 368mg/dl and blood glucose at time of incident was 365mg/dl. Customer stated that drive support cap was normal. Customer also mentioned that insulin pump alarmed for no delivery but insulin exited at quick release after troubleshooting. Insulin pump will not be return for analysis.